Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Blood glucose level at the time of incident was 408 mg/dl. Customer stated that the insulin pump does not allow them to calibrate if it is over 400 mg/dl. Customer stated the cannula was bent. Customer was using auto mode at the time of high blood glucose event. No product is expected to return for analysis.